Event description:
It was reported that while using the first surgical fiber during prostate procedure, diminished tissue vaporization efficiency was observed; the case was continued using a second fiber, then the system went into standby mode. The case was completed using a third fiber. There was no report of injury. This report is for the first fiber used.

Manufacturer narrative:
Fiber analysis: the glass cap shows a circumferential fracture distal to fiber/cap fusion zone. The glass cap/fiber proximal to fracture can rotate independently of metal cap. The glass cap distal to fracture is still attached to the metal cap. The metal cap has char build up at the output window region. The glass cap exhibits devitrification. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The most probable root cause of the device failure was determined to be heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.